Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced bent cannula due to insertion of cannula into insufficient subcutaneous tissue event on (B)(6) 2026. Due to the event, patient went to emergency and was subsequently hospitalization on (B)(6) 2026 due to high blood glucose level. During hospitalization the blood glucose level 380-399 mg/dl as and treated with intravenous fluids and insulin and potassium. The site of insertion was abdomen, thigh, upper buttocks and length of infusion set was in use for one to two days. The patient replaced infusion set and resumed insulin deliveries successfully.